Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. Twelve hours post procedure, the patient complained of chest pain and shortness of breath, and a right sided pericardial effusion was noted. A pericardial tap was performed to manage the pericardial effusion. The patient was discharged on (B)(6) 2025 and is fully recovered.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted. Twelve hours post procedure, the patient complained of chest pain and shortness of breath, and a right sided pericardial effusion was noted. A pericardial tap was performed to manage the pericardial effusion. The patient was discharged on (B)(6) 2025 and is fully recovered. It was further reported that pericardial effusion with tamponade occurred.